Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device had an error code 45985. The event occurred during testing. There was no delay in therapy and no patient involvement.

Manufacturer narrative:
D9: device was received on 7/11/2024. One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found fluid ingression damaged internal battery compartment and chassis gaskets. System fault 45985 occurred 14 times in the event log. The customer reported problem was not duplicated. The pump was powered up and down several times without faulting. The cause of the primary problem was unknown. The main board was replaced due to the error code. The device passed all the functional tests after the repair.